Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the door not fully latched caused by a loose link screw. The link screws were replaced to correct this condition.